Event description:
20-gauge bd insyte autoguard safety cathlon was being inserted into endoscopy pt's arm when rn noted problem threading cathlon, bleeding around insertion site and removed cathlon. Cathlon saved, sent to nursing. Bd co was notified. Pt had no injury. Cathlon was noted clearly to have sheared.